Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. The visual inspection of the returned product noted that the device was sealed in its packaging; all components appeared to be intact. Pmv performed functional testing which noted that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a lap gastric sleeve and bypass procedure, the seal detached from trocar. There is also air or gas leak from the seal. Current patient status is alive with no injury. There is subcutaneous emphysema 80% of the time in the left upper quadrant. The subcutaneous emphysema usually resolves itself and due the location of the emphysema, the surgeon had no concerns for the patient. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.